Manufacturer narrative:
Product complaint # pc-(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide the lot number? Could you please confirm if the 3 events of pull off occurred during this single procedure being reported (abdominal hysterectomy) or were multiple procedures involved? If multiple procedures were involved, please provide the quantity of affected devices during each procedure. Did the needle fell inside of the patient? If so, how was it retrieved? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - (B)(4). Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m. Events reported via: mwr-02042021-0000930248, mwr-02042021-0000930249 and mwr-02042021-0000930250.

Event description:
It was reported that a patient underwent an abdominal hysterectomy procedure on (B)(6) 2021 and suture was used. During the procedure, the sutures broke off from the needle intra-operatively. No adverse patient consequences were reported. Additional information was requested.